Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. Clinical data confirmed multiple comorbidities the patient had at the time of the reported event. Additionally, analysis of data logs revealed positioning alarms. Based on the available information provided and no device returned, the root cause cannot be determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 69-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. There were no reports of alarms. Due to the known malposition, the plan was to replace with a new device the following day and wean off ECMO.